Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after removing the ilet to charge and not fully reconnecting the inset infusion set on the abdomen, with a highest cgm reading of 398 mg/dl over approximately 4.5 hours while using a dexcom g7; the event was categorized as an infusion set and cartridge issue related to not reconnecting the infusion set after disconnecting. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized impact on health. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.